Event description:
It was reported the pt presented with abdominal pain to the hosp. It was discovered via a CT scan that the filter that was placed three days earlier has perforated the vena cava, and was brushing up against a nerve in the abdominal region. The pt is currently being monitored. There was no extravasation noted. The filter remains implanted.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The filter was not returned for evaluation as it remains implanted. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.